Event description:
Ventilator was running on a pt who was taken off to go to surgery. When the pt was placed back on the ventilator the unit was not operating correctly and had an acrid odor. The expiratory valve tube was noted as being twisted at that time as the pin was not properly aligned below the tube. The pt was placed on another ventilator and no pt injury was noted. The acrid odor appears to be from the gas modules. Subsequently reported that both gas modules exchanged.